Manufacturer narrative:
The event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator to manage urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had trouble emptying his bladder out, so he saw a specialist about it. The specialist wondered if the cause of this was that the patients stimulation was possibly too high. The caller reported that the patient had blood in his urine and was given antibiotics and a "scope" because they thought that there was damage from a cancer surgery. It was noted that the patient was just seen by a doctor because he has an infection. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the urinary tract infection was not related to the device, therapy, or implant procedure. Urinalysis was done at a local physician appointment and was positive for leukocytes and bacteria, dysuria and pyuria. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.